Event description:
It was reported that ongoing codes pertaining to the green cable were occuring during the breast biopsy. Several different probes were used to complete the procedure. In addition, another st holster is producing a loud noise when the cutter is advancing in the 'sample' mode. The two st holsters have recently been in for a service, but it is being reported that the same issues are still occurring. There have been no pt consequences reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.